Event description:
It is reported the system failed to boot up. There are on reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.